Event description:
Reporter indicated a vns therapy pt was scheduled to have a software upgrade on her generator, but the pt's father stated "it doesn't matter because the device is not working." He also said the pt was recently kicked in the chest at school, and ever since then, the device is not working. The physician requested the pt come in to the office to perform device diagnostics. Good faith attempts to obtain additional info have been unsuccessful to date.